Manufacturer narrative:
The ortho field service engineer (fse) evaluated the instrument. The fse inspected all tip and plunger clamps. Fse performed splld checking procedure and tested summit with oas user software test. All tests passed. The instrument was tested without further problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).